Event description:
Information was received indicating that there was an internal leak within a smiths medical pneupac¿ pneupac® babypac¿ ventilator. There were no reported adverse patient effects.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection found the device to be in good physical condition. Device underwent functional testing. A leak was noted at 02 input as a result of a loose fitting. The fitting was tightened and device was tested again for leaks. No evidence of a leak was found and device passed all functional tests. The reported customer complaint was confirmed. The problem source was determined to be normal wear and tear of the device.